Manufacturer narrative:
Submitting device history record information regarding manufacturing date and expiration date for the product. It was inadvertently left off of the supplemental report submitted on october 3, 2016.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be submitted with the evaluation results.

Event description:
It was reported that while monitoring a patient during a procedure, the cvp and pa readings were being displayed appropriately. Then the clinician observed that the cvp and the pa readings had switched positions and were labeled incorrectly on the display screen. The cvp value was showing the pa value and the pa value was showing the cvp value. This was immediately realized. There were no error messages observed. The suspect cable was exchanged for a different cable, then the problem was resolved. There was no patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
One edwards pressure monitoring cable was returned for product evaluation. The examination found that when the cable was tested for continuity, using a multi-meter, that it passed the test. There were no open wire connections observed. A visual inspection of the cable was done and there was no physical damage noted. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There are no indications that the reported issue is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.